Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable and since the leak test failed, it is likely that the cable deteriorated due to water invasion. Cable breaks can be prevented by following the contents of the instruction manual which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image froze, and a real-time image was not available, and leak was noted in the cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, prior to a procedure, the camera head had a defective cable and had no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.